Event description:
It was reported that the patient had a revision surgery due to dual mobility disassociation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Concomitant medical products: 28mm i.d. 44mm o.d. Size f bearing, item#: 110031012, lot#: 65207704; g7 dual mobility liner 44mm f, item #:10024464, lot#: 816310; g7 osseoti 4 hole shell 56mm f, item#: 110010246, lot#: 6336063; cpt 12/14 size 0 cocr ext, item#: 00-8114-000-10 lot#: 64627384; g7 screw 6.5mm x 25mm, item#: 010000998 lot#: 6847823; g7 screw 6.5mm x 20mm, item#: 010000997 lot#: 7074718; g7 screw 6.5mm x 20mm, item#: 010000997 lot#: 7202950. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). No product was returned, but a picture was provided and reviewed. It is possible to identify some scratches and polished area on the taper of the head, as well as on the non-articulating surface of the head. A review of the device manufacturing records confirms no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.